Event description:
It was reported that the programmer stylus would not track even after calibration and the programmer would not interrogate a device. Another programmer was used to complete the interrogation. It was further reported that the programmer had a broken handle. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a broken handle, and the stylus issue was attributed to the overlay and therefore, the bezel assembly was replaced to repair and the stylus was calibrated along with the overlay screen. (B)(4).